Event description:
Patient was on an insulin infusion titrated according to hourly point of care blood glucose results. During the night into the morning her point of care test results ranged from 253 to 435 and her insulin was adjusted in response. At 04:00 am a blood specimen was sent to the lab for glucose testing and a point of care was done at 04:10 am. Her point of care result was 383 and the lab result was 2.